Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: (B)(6) 2020. H.6. Investigation summary: bd received samples and photos for investigation. The samples and photos were evaluated and the indicated failure mode for underfill and additive abnormality with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, underfill and additive abnormality was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that during blood collection, low draw occurred and blood turned green instantly in tube, foreign matter was also discovered with a bd vacutainer® k2 edta 3.6mg. The following information was provided by the initial reporter, translated from japanese to english: when the nurse was collecting the blood of the patient, she found that the tube has low draw issue, and the blood turned green instantly in the tube, and there were impurities in the tube. The same batch number was connected to the same event twice in 2 cases.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood collection, low draw occurred and blood turned green instantly in tube, foreign matter was also discovered with a bd vacutainer® k2 edta 3.6mg. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse was collecting the blood of the patient, she found that the tube has low draw issue, and the blood turned green instantly in the tube, and there were impurities in the tube. The same batch number was connected to the same event twice in 2 cases.